Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged 5 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that customer had 5 false positives from drawer d. Customer sent log file and plots. "

Manufacturer narrative:
H6: investigation summary customer reported an issue on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6) ). Customer indicated about the false positives. A bd field service engineer (fse) was dispatched and replaced the defective rack i.e., (pn# 444531 - bactec fx rack assy spare) corresponding to case# 01354724. Customer confirmed that there are no false positives after the rack replacement is performed. The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was rack failure. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. CAPA (corrective and preventive action) 1233452 was recently implemented for false positives. Bd quality will continue to closely monitor for trends associated with this failure.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec" fx, instrument bottom, packaged 5 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that customer had 5 false positives from drawer d. Customer sent log file and plots. "